Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Product ID: 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. Their trial started on (B)(6) 2025. It was reported that the patient was experiencing pain. Patient called to report that they had cut the leads last night and it was no longer connected to the ens. Patient said that they tried to replace adhesive that held down the wires as they were experiencing an allergic reaction (rash/blisters/itching). After doing so, they saw that the white wire was already disconnected and decided to cut the red wire as well. Patient also said that after cutting the wires that the pelvic and anal pain they felt since (B)(6) 2025 has dissipated. Patient mentioned that they had already notified physician and manufacturing representative (rep). The issue was not resolved and was ongoing.